Event description:
There was a rupture of the outer silicone sheath, with exposure of dacron along most of the entire length of the cylinder. The cylinder was removed, and all components appeared to be present, although in pieces.this left cylinder, however, was removed with difficulty.